Event description:
Boston scientific received information that the patient with this device system had a cardiac arrest and was admitted to the hospital. A device evaluation was performed and the only stored episodes were from the date of implant in (B)(6) 2015. The current evaluation showed far-field signals on the right atrial lead that are blanked and not sensed by the device. It was discussed that the event may have occurred at a rate lower than the programmed rate cut-off of 180 bpm. Several days later it was discussed that the right atrial (ra) lead may have dislodged due to cardiopulmonary resuscitation. The device was reprogrammed to vvi 70 ppm and a monitor only zone was programmed on. Information was received that the patient died four days following the initial cardiac arrest event. There were no allegations received that the device system caused or contributed to the patient's death. No further information was available from the field representative, clinic, or hospital.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.